Event description:
It was reported that the patient has had a loss of therapeutic effect when his device was on. It started after a fall. The patient was at home in good condition. Further information is being requested from the hcp.